Manufacturer narrative:
A manufacturing evaluation was completed: the plate broke at the slotted hole of the plate, which indicates that none of the received locking screws was directly involved. There are slight marks next to the fracture zone visible, that could indicate that the cortex screw was placed there. The visual inspection of the cortex screw has shown that the screw is in a very good condition. There is no damage, like stress marks, visible that could indicate any movement between the plate and the screw that could have contributed to the breakage of the plate. Therefore and as there is no complaint against any of the screws this complaint is unconfirmed for this screw and a manufacturing related issue can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: va-tcp was used for a distal radius fracture case in (B)(6) 2015. It was reported that the plate in question produced fissures within oblique hole right after the surgery and the fissures became larger. In (B)(6) 2015, during a routine checkup, the breakage of the plate in question was confirmed as well as nonunion the patient. The re-operation followed to extract the broken plate and to fix treated area with alternative plate in (B)(6) 2015. It was further reported that the reported screws were intact. The patient is currently under observation and is to take planned rehabilitation used with sonic accelerated fracture healing system (safhs). This complaint involves one (1) plate, four (4) unknown locking screws, three (3) unknown variable angle (va) locking screws, and one (1) unknown cortex screw. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Report is for one (1) unknown cortex screw. Exact date unknown, implanted (B)(6) 2015. Unknown if screw was explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.